Manufacturer narrative:
It was reported by customer that smallbore extension tubing cracked and disconnected from patient. No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim: reported issue: (B)(6) 2024. S: smallbore extension tubing cracked and disconnected from patient. Patient nearly did not receive scheduled methadone on time. Methadone dose had to be wasted. B: patient with single lumen PICC as only vascular access. 3-way stopcock connected to PICC, with perpendicular port connected to intermittent medications via 1.5ml smallbore tubing (bd extension set ref 11088483). Patient had been moved from being held by mother to back in bed, during which time the med line was disconnected for the transfer due to its short length. Line was re-attached to the stopcock after transfer. Methadone dose was flushed into the syringe, at which time the patient end of the tubing was noted to be in the bed. The inner leur and the outer securing ring had come apart, with the ring remaining attached to the clearlink connected to the stopcock. A: I have had several of these break and disconnect in the same manner and location recently. Ir written for supply chain review. R: review of leur connections on these lines that are frequently breaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.